Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. The severely stenosed target lesion was located in the left circumflex artery. A 32 x 2.50mm promus premier drug-eluting stent was advanced for implantation. However, the stent was stuck on the patient original stent and was removed after repeated attempts.